Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Continuation of concomitant: 5076-52 lead, implanted: (B)(6) 2011; d153 device, implanted: (B)(6) 2016.

Event description:
It was reported that while the high-voltage right ventricular (rv) lead was connected to a competitor cardiac resynchronization therapy defibrillator (crt-d), impedance spikes were observed. The competitor crt-d was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.